Event description:
It was reported that a patient receiving prialt via an intrathecal drug delivery pump experienced cerebral symptoms such as "blurred speech", thinking disturbances, sleeping disturbances, shivers, and muscle weakness in the thigh. The symptoms required hospitalization. The hcp reported the symptoms were probably related to the prialt, however, the daily dose of prialt was decreased from 8.1 mcg/day to 3.3 mcg/day and the symptoms did not stop. There was no report of device intervention or troubleshooting.

Manufacturer narrative:
.